Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 400 mg/dl and treated it with insulin pump. Customer's current blood glucose was 95 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with trouble shoot and found cannula was bend. The insulin pump will not be returned for further analysis.